Manufacturer narrative:
Eval. Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the reported event. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report# 1627487-2011-00496. The pt was implanted with an scs system including an ipg and two surgical leads on (B)(6) 2010. It was reported that his ipg was explanted on (B)(6) 2010 due to an infection. At that time, the leads remained implanted for the purpose of holding space for placement of a new ipg at future date; however, it was reported that the pt developed a subsequent infection. As such, his leads were explanted on (B)(6) 2011. The explanted products were discarded.